Event description:
Paramedics used the device to administer external pacing to a pt (pt details not reported). Electrical capture was observed but the operator reported that mechanical capture was not achieved. The operator indicated that the pacing output was set to 80bpm and 120ma (their medical protocol limits pacing current to 120ma maximum). The operator then used another lifepak 12 defibrillator/monitor to pace the pt and observed both electrical and mechanical capture. It was the reporter's opinion that something may be wrong with the device. There were no adverse affects to the pt reported as a result of device use.